Event description:
A customer reported error "4151 c.trans-z home detect error¿ on the aia-900 analyzer. The customer powered on and off the analyzer, performed all set home and checked the waste bin and chute, but error persists. The customer also reported an audible noise during all set home. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), luteinizing hormone (lh ii) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and when running a cup transfer test. Fse replaced the test cup picking assembly and realigned the y and the claws on the cup assembly. Fse verified the resolution by running the cup transfer multiple times and controls passed. The aia-900 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operators manual under section 12: flags and error messages state the following: [4151] c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to a faulty test cup picking assembly.